Event description:
On 9/29/1999 pt underwent transurethral microwave thermotherapy for bph. After approx 20 minutes of tumt, ultrasound could not identify the probe's foley balloon. Catheter was withdrawn. Balloon was deflated. A new probe was used to continue tumt. There was no serious injury.